Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to right cylinder migration. The cylinder came out of the corpora and was residing in the scrotum. During the procedure, the reservoir from the original system was retained but the cylinders and pump were removed and replaced with a new device. No patient complications were reported.